Manufacturer narrative:
This complaint is still under investigation. A supplemental report will be submitted upon receipt of new information and the completion of the plant investigation.

Event description:
On 14dec2021 the distributor reported to anika that during a monovisc injection the shyringe shattered into piences. The patient did not receive all of the medication. The customer requested a replacement. There was no patient impact and it is unknown if a replacement monovisc syringe was used. Additional information was solicited.

Manufacturer narrative:
This complaint is still under investigation. A supplemental report will be submitted upon receipt of new information and the completion of the plant investigation. Supplemental information. There were no patient consequences reported. It is unknown if the reported event resulted in patient or user injury. It is unknown which component of the syringe broke during the delivery of the solution. Additional information was not provided upon request. The lot number was not provided, and the device was not returned. A batch record review could not be performed. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
On 14dec2021 the distributor reported to anika that during a monovisc injection the shyringe shattered into piences. The patient did not receive all of the medication. The customer requested a replacement. There was no patient impact and it is unknown if a replacement monovisc syringe was used. Additional information was solicited.